Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information: was there any patient consequence or change in the post-operative care of the patient as a result of the event? If yes, please describe. What is the current status of the patient? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device cut but did not staple. The anastomosis was not performed with this device and had been performed again. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? No patient consequence. No patient consequence related to this issue. The surgeon used another device to complete the procedure. What is the current status of the patient? Unk. The device is not available for analysis.